Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had an cup revision in a left hip between (B)(6) 2014 and the femoral revision on (B)(6) 2020. An unknown insert was revised to a 40f 0° insert. The rep does not have access to any further information as to the date or location of that revision.